Event description:
Voluntary medwatch was received by the div of surveillance systems. The reporter alleged a pt over treated with insulin due to an unk blood glucose result on the device. The reporter stated the device user had an unconscious hypoglycemic event requiring ems. Values on the device were not reported.

Manufacturer narrative:
Refer to voluntary medwatch report. Attempts have been unsuccessful at contacting the reporter to gather info about the event. This 3500a is being submitted with the only info known.